Event description:
It was reported that this right ventricular lead was successfully repositioned due to experiencing dislodgement and exhibiting low amplitude/poor morphology and high pacing thresholds. No further adverse effects were reported.